Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the health site viewer was not communicating, and all stations were on critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the health site viewer was not communicating, and all stations were on critical override. The technical support specialist (tss) accessed the server via a secure link, ran a downtime query, and confirmed there were no disconnected flags, with communication appearing normal. However, patient information was still delayed on the dashboard. The tss restarted bd data synchronization, external messaging, and network services, but the issue persisted. The customer was advised to consult the cerner team, and the issue escalated to the interface team. Further checks revealed message delays and high memory usage (92%) on the carefusion engine due to the sql server. After restarting services, memory usage dropped 25%, but messages to the enterprise server remained queued. The integration engineer confirmed that the enterprise server queues were not draining, prompting contact with the es team. Eventually, the tss followed up with the customer, confirmed no further issues, and closed the case. The system functioned as intended after the technical support specialist resolved the issue.